Event description:
A healthcare professional (hcp) contacted animas on (B)(6)2013 reporting that the patient was admitted to the hospital on (B)(6) 2013 related to hyperglycemia. The hcp reviewed the pump with animas. The reporter indicated that the year was set incorrectly on the pump to 2012. The reporter indicated that the pump bolus history showed that the patient did not bolus from (B)(6) 2013. The reporter indicated that the pump indicated 33.64 units of basal delivery as appropriate for those days. The reporter indicated that there was nothing in the pump for (B)(6) 2013. The reporter indicated that (B)(6) 2013 showed 0 bolus and the basal indicated 25.294 units delivered; (B)(6) 2013 showed 0 bolus and only 2 basal 4.750 units delivered. The reporter indicated that the prime history showed that the patient was not changing the site every 2-3 days as appropriate. The reporter confirmed that the prime events did not coincide with zero deliveries in the basal history. The reporter indicated that there were no associated alarms. Troubleshooting was unable to determine the sequence of events or the patient¿s activities related to the patient¿s hospitalization. Animas has attempted to follow up with the patient regarding the event but has been unsuccessful at this time. The review of the pump history indicated possible discrepancies in the basal, bolus, total daily dose, and prime histories. This report is made based on the indication that the patient was hospitalized associated with potential discrepancies in the pump history.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.